Manufacturer narrative:
Patient weight was requested but not provided. Adverse event problem: 3261 - multiple organ dysfunction syndrome manufacturer's investigation conclusion: a direct relationship between the device and the reported bleeding, multi system organ failure, and patient outcome could not be conclusively determined through this evaluation. (B)(4) was not returned for evaluation. Review of the device history records showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. This IFU lists bleeding, multiple organ failures/dysfunctions, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also provides information regarding anticoagulation, including the recommended inr (international normalized ratio) values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2023, less than 24 hours after implant. The cause of death was determined to be multiorgan failure and excessive bleeding requiring multiple pressors. The death was not considered to be device related and the device reportedly operated as expected.